Event description:
It was reported stimulation could not be captured for the patient (B)(6) postoperative programming. No notable impedance issues were observed. The physician replaced the patient's ipg during a surgical procedure to address a lead migration issue and attributed the stimulation matter to excess fluid in the ipg pocket. The explanted ipg was said to be functioning as designed following its removal.

Manufacturer narrative:
(B)(4) has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. (B)(4) defers to the patient's physician regarding medical history.